Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the surgeon commented that he uses the same product often, thus there was no problem with the way of use. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s current status? Quantity of blood loss? Surgeon weight? Was there any adverse consequence associated with the patient? Please provide the lot number: device return status. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown urological surgery on (B)(6) 2022 and topical skin adhesive was used. During use when the bulb was pushed at first time and then glass was broken and the broken piece pricked the surgeon¿s index finger. After that a small amount of bleeding occurred from his finger tip. Further details are not provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s current status? No problem. Quantity of blood loss? A small amount. Surgeon weight? Unknown. Was there any adverse consequence associated with the patient? No. Please provide the lot number: unknown. Device return status: we've already sent the device h3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.